Event description:
Related manufacturer reference number: (B)(4); related manufacturer reference number: (B)(4). It was reported, that a patient presented with dislodgement noted on the right atrial, right ventricular, and left ventricular leads due to twiddler's syndrome. The leads were explanted and replaced on (B)(6) 2023. No patient consequences were reported.

Manufacturer narrative:
The reported events were lead dislodgement/twiddler¿s syndrome and a helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the retracted helix clogged with blood. X-ray examination found no anomalies to the helix and connector regions. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of a helix mechanism issue was due to blood clogging the helix at the helix region.